Event description:
A low reading issue with the abbott diabetes care (adc) device was reported on social media. The customer received low sensor scan results. It is unknown if the customer noticed a trend arrow on the device. The customer did not specify any symptoms. The customer posted that "has many times indicated that my blood glucose is low within thirty minutes after I have eaten." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.